Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.

Event description:
The event occurred in mexico. It was reported that intermittent failures with the venous bubble sensor occurred. The sensor triggered error messages related to a defective or disconnected bubble sensor. After the customer reconnected the sensor, the system temporarily resumed to normal operation. However, the sensor on a later point stopped functioning completely. The customer confirmed that there was no visible damage on the sensor or its cable. This failure mode is related to fsca 1427918. No harm to any person has been reported. New information was received on (B)(6) 2026 that the bubble sensor does not has any visible or palpable damage. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required as there is barely a flow. Complaint ID (B)(4).

Manufacturer narrative:
New information was received on 2026-03-17 that the bubble sensor does not has any visible or palpable damage. Further information was received on 2026-03-18 that the error message "venous bubble sensor defective" was displayed prior to use. Further information was added on 2026-03-21 that both venous bubble sensors shows the error message "venous bubble sensor defective" on several cardiohelps. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).